Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600 mg/dl. The mother stated that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. The mother stated that sometimes the cannula was bent. Reviewed the bolus history, basals, daily totals, and the alarm history. No further information was provided.